Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing vomiting and a blood glucose (bg) level of 160 (mg/dl). A bolus was delivered prior to hospitalization to address bg levels. Reportedly, the customer was not monitoring their bg levels and attributed this to their event. While hospitalized, the customer was treated with intravenous fluids and insulin. The customer was released the same day.